Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer called in to inquire how to print the event log as the ventilator was on a patient. The customer stated that the patient had a change in condition which required a rapid response at around 0400. The patient decannulated herself and the ventilator alarm went off. This alarm required the nurse to respond within 15 seconds, and found the patient not breathing. This patient couldn't be off the ventilator for more than 15-20 seconds without stopping breathing. The respiratory therapist got there within another 15 seconds and the patient was recannulated and bagged to get her oxygen saturations up to 100%, then she experienced a cardiac event which required CPR. She responded to the CPR and was then taken into the ICU. There are no allegations of malfunctions against the ventilator.